Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd safetyglide¿ needle only, 25 g were clogged. The following information was provided by the initial reporter: customer call in and stated she is unable to administer the prefilled flu vaccine due to needle being block. She has tried two different one and same issue with both.

Manufacturer narrative:
Pr 8951023 - follow up MDR for correction (see b5 and annex codes e and f) and device evaluation. It was reported the needle was blocked. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was connected to a syringe with saline solution. The needle did not expel the solution; it is clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 305916, lot 2269954. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2269954 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
Addition information: no patient harm